Event description:
It was reported that "the head section will only go up part of the way. Customer states it goes down just fine, and reports all other functions on the bed work fine. Customer tried another working outlet which did not resolve the issue."

Manufacturer narrative:
It was reported that "the head section will only go up part of the way. Customer states it goes down just fine, customer reports all other functions on the bed work fine. Customer tried another working outlet which did not resolve the issue. They do not know when the bed was received, but knows parts may need to be purchased if we cannot validate the warranty. Customer stated the product was always in use, being used to raise head section, it was not received this way.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.